Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that a balloon leak occurred. A 8.00mm/2.0cm/90cm 2cm peripheral cutting balloon® was used for treatment. During procedure, the physician inflated the device inside the patient's body; however, it was noted that the balloon ruptured or was defective. It was also observed that there were blood coming back to the catheter, thus the device was removed from the patient and performed normal angioplasty. No patient complications were reported and the patient's status was fine. However, device analysis revealed a leak at the proximal balloon weld.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Device analysis observed was no damage to the tip or blades. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The device was attached to an encore inflation unit and positive pressure was applied. A leak was identified at the proximal balloon weld. The balloon did not exhibit any signs of damage. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).